Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to treat a moderately calcified lesion in the proximal rca using a resolute integrity drug eluting stent. The vessel was moderately tortuous. There was no damage to the packaging and no issues noted when removing from hoop/tray. Device was inspected and negative prep was performed with no issues found. The lesion was pre-dilated. The device passed through a previously-deployed stent. Resistance was encountered while advancing device. Excessive force was used during delivery. It was reported that a strut got caught on the previously placed non-medtronic stent; the strut was raised. The device was removed and replaced with an undamaged stent of the same make and same size. There was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.